Event description:
It was reported that this non-boston scientific right ventricular (rv) defibrillation lead exhibited spikey shock impedance measurements ranging from about 50 ohms to greater than 200 ohms. Boston scientific technical services (ts) suspected a spring contact lead interface issue and discussed troubleshooting options. No adverse patient effects were reported. The device remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).